Manufacturer narrative:
Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 11/4/96. On 11/8/96 after iabp for four days, the "gas loss" alarm sounded from the system 97 pump and blood was noted in the tubing. As a result of the event there was excessive bleeding at the insertion site and the pt went to the or for a hematoma evaluation. The pt's current status is extremely critical. (Event complications: excessive bleeding/hematoma evacuation) reported 11/8/96. Pt's current status: extremely critical.